Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per evaluation, no leakage was observed even after pressure was applied on sac. The sample went under a 7 day leak test and no leakage was observed. There was no leakage from the valve. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe n the catheter valve. Never use more force than is required to make the syringe "stick" in the valve." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inflation valve was leaking water after the balloon was inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inflation valve was leaking water after the balloon was inflated.